Event description:
It was reported that during a video assisted thoracoscopy surgery procedure, towards the end of the use of the trocar the cannula broke in half just below where the housing attaches. No pieces fell into the patient. The point of the break was above the surface of the skin level and the broken piece was able to be removed. Later the procedure converted to open. The device is not available for return. Additional information was requested and the following was received: the surgeon explained he was using the device in the thoracic cavity between the ribs. He contributes the breaking of the trocar to the amount of torque he was using; no pieces fell into the patient. His decision to convert to open was later in the case and not related to the trocar.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.